Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that an episode of auto mode switch due to competitive atrial pacing was observed. Programming changes were recommended.